Event description:
Additional information received reported that the patient's device was removed due to infection.

Event description:
It was reported that there was erosion and lead migration. A lead revision had been scheduled for the day prior to the report. The reporter stated that the patient had lost 50 pounds and the device was "floating around in the fat" and it had come extremely close to eroding through the skin. It was noted that samples were taken to test for infection using a cotton swab, and the cotton swab could be seen very easily through the skin. It was noted that the status of infection was unknown. The reporter stated that the clinician decided to explant the entire system. They attempted to revise the lead during the case but had difficulty advancing the lead. It was reported that the clinician also had difficulty trying new leads, and the lead couldn't be advanced to the correct location. The reporter stated that they would implant a new system at a later date and do a surgical implant. The next day, it was reported that the patient had skin breakdown over the device site. It was noted that the devices were sent to the lab for cultures. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that her old ins 'exploded in her body'. Caller states the acid came out of the hockey puck and ate through her whole skin on the right side of her butt cheek. Caller states she had to wait 4 months to get it cleaned out. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3777-60, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead; product ID: 3777-60, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins was blistering the patient's skin until it started popping out and was infected, so the patient needed emergency surgery. It was reported the revision had occurred. There were no reported further complications and no further complications were expected.

Manufacturer narrative:
Correction: updated method and conclusion codes omitted from previous report. If information is provided in the future, a supplemental report will be issued.